Manufacturer narrative:
Device received with intermittent button response due to flattened express bolus button dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. Device received with broken reservoir tube lip, missing reservoir tube o ring and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the o ring was gone. Customer stated reservoir was unable to lock in place when inserted into insulin pump. Customer stated insulin pump buttons were harder to press and unresponsive, act button was hard to press only at the time of priming. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.